Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 204. The pt was provided with replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (B)(4) has been confirmed. The case of the service code (B)(4) is a damaged trunk cable connector (B)(4) on the distribution node (dn) pca board. The root cause of the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged pca connector. The pt received a replacement electrode belt.